Manufacturer narrative:
(B)(4). One force triad generator was returned for evaluation. The investigation isolated the failure to the k6 relay on the steering relay board, but a root cause was not identified. The k6 relay was replaced to address the condition. No trend has been identified. No corrective action is required, because no trend has been identified. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the monopolar 2 cross coupling test failed. No patient present or injured.